Manufacturer narrative:
The proximal setup joint (psuj) was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, communication error 40067 was found indicating that a packet failed to route correctly across the universal surgical manipulator (usm), and suj distal and proximal. It was also coupled with errors 31226 and 1126, both indicating low fiber issues, confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in which it functioned normally but had fiber communication error 31226 in the logs, replicating the reported event. The unit was then installed on a patient side cart fixture test platform (pftp) where it failed the fiber power tests. A golden fiber was installed in which it passed all relevant tests with no log errors. Once testing was completed, the fiber cable was tested and verified to be the source of the fault.failure analysis concluded that the fiber optic cable was found to be the root cause of the reported problem.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the spider and downstream fiber, axes controller platform dual (acpd) and axes controller platform (acp4) and errors cleared. Fse also replaced the proximal setup joint (psuj) due to repeated 40067 errors with fiber optic internals. The system was tested and verified as ready for use. Isi has received the psuj for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The axes controller platform configuration unit was returned for failure analysis, and the reported multiple errors were confirmed but not replicated. In system logs, these multiple errors were found indicating and confirming these faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg unit was returned along with axes controller platform dual (acpd) unit for the same reported errors. This acp cfg was installed, successfully programmed, and tested on the printed circuit assembly (pca) gold system where this board functioned as expected, booted up normal with no errors triggered. It was run 10 power cycles with no issue on startup and no errors or failures were triggered. The acp cfg remained on the system for one hour idling in normal mode with no issue. In addition to the test, the unit went through in process correction verification and passed all the tests. The acpd was not confirmed or replicated. A visual inspection found no issues related to the report issue. The acpd was installed and tested into a golden pca system where the component functioned as expected. The system started up without any error. It was run in 10 power cycles and all passed. It exercised all arms with no issue. The acpd remained on the test system for an hour and system restarted as normal. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system before surgical ports placement, the clinical sales representative (csr) called from off site to report that the customer experienced errors during case setup, which required a system restart. Log review showed multiple communication errors along armnet 2. The procedure was aborted to another da vinci system, and no patient involvement was reported.